Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are. ¿ rupture: not observed openings on the device. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Sales representative on behalf of healthcare professional reported "biocell claim for a patient with 410¿s." Healthcare professional reported "hole, non-specific". Record is for left side. Device has been explanted.

Event description:
Sales representative on behalf of healthcare professional reported "biocell claim for a patient with 410¿s." Healthcare professional reported "hole, non-specific". Record is for left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.